Manufacturer narrative:
B3: the event occurred on an unspecified date in september2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy dialysate fluid. The cause of the peritonitis was not reported. It was reported that the patient was treated with unspecified medication for peritonitis. It was not reported if the patient was hospitalized for the event. It was reported that the patient has recovered from peritonitis, abdominal pain and cloudy dialysate fluid. Pd therapy is ongoing. The reporter declined to provide additional information.